Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mos battery status, 242 charging cycles were recorded in the devices memory. The header of the ICD was inspected in detail and showed no anomalies. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted presumably from the observed lead damages as a result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
Noise interruption was noted on the patients lead at the clinic. Since the setting for nid was maximized, shocks did not occur, but noise was still observed. On (B)(6) 2021 the device and lead were removed. It is unknown if the noise was caused by a lead or device malfunction.